Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the pump was not delivering insulin as entered from the meter and the bolus history was showing that 0.00 units were given. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: a review of the black box showed dates from (B)(4) 2018 ¿ (B)(4) 2018. The bolus history showed dates from (B)(6) 2018 ¿ (B)(6) 2018. The black box data and bolus history data from the date of complaint had been overwritten due to continued use of the pump. A 24- hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms were duplicated. During investigation, the pump was paired with a meter. A 3.0 unit bolus was performed using the meter; the pump successfully performed a bolus. A review of the bolus history appropriately showed a 3.0 unit bolus was performed via the meter. The pump case was removed and no evidence of moisture was observed inside the pump. The complaint of a history settings bolus issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.